Manufacturer narrative:
A ge service representative performed an onsite investigation. The hand switch x-ray controller was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that x-ray continued to be emitted after release of the hand switch. This was found during device testing. There was no patient exposure related to this event. There is no report of a patient injury or death associated with this event.